Event description:
It was reported that the insulin pump had black frozen screen. Troubleshooting was done. Customer's blood glucose was 323mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm frozen or black screen due to unresponsive buttons. The device was received with minor scratched lcd window and cracked reservoir tube lip.